Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, an alert was noted for the left ventricular (lv) lead. Impedance measurements on the lv lead were high, but still in range at the routine device replacement procedure. Testing revealed high out of range impedance measurements, r-wave undersensing, high threshold measurements and intermittent loss of capture. As a fracture was suspected, the device was programmed to rv pacing only. No adverse patient effects were reported.